Manufacturer narrative:
Additional information was received the the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Mechanical ventilation is not impacted by the reported issue. H3 other text : additional information was received the the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Mechanical ventilation is not impacted by the reported issue.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was cleaned to resolve the reported issue.

Event description:
The hospital reported the unit had a malfunction that results in a loss of ventilation. There was no report of patient involvement.